Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. Analysis of system logs shows multiple evidence of field programmable gate array (fpga) reset/reprogram failures. A review of the device history record indicates this product was released meeting all quality release specifications at the time of manufacture. When the fpga is unable to reset/reprogram, motor control is lost making the motor movements not possible. This condition results in the error message observed by the end user. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a distal gastrectomy, when the handle was removed from the charger and was connected to the shell, a handle error displayed. It was stated that an attempt to perform powered approach, but there was no improvement. The handle was returned to the charger to recheck but the error remained. The surgical time was extended by less than 30 minutes. It was also reported that the shell was not recognized by the handle. The procedure was completed with another device. There was no patient injury.